Event description:
This patient was diagnosed with aseptic loosening of the implant accompanied by tibial osteolysis secondary to particle disease resulting from premature polyethylene wear. Surgical intervention was deemed medically necessary to prevent potential injury and permanent disability. No further information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.